Event description:
It was reported that the safety mechanism jammed as it was pulled back. The operator suffered a needlestick while disposing of the sharp into the sharps box. The operator stated specifically that the "tube had kinked, then turned back up, and (the) needle caught (the) side of right thumb."